Manufacturer narrative:
Patient information is unknown. Due to pre-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) used to capture the need to change the surgical plan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that the customer detected that the vertecem v+ cement packaging had a "x" (=do not use). According to operating room (or) staff, cold chain was most likely not interrupted. Operation could not be carried out as desired. Surgery time was not extended. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part #: 07.702.016s, lot #: 7d53203, release to warehouse date: august 21, 2017, expiry date: april 01, 2020. Manufacturing site: aap biomaterials gmbh. No non-conformacne repots (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.